Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient had experienced the infusion set tubing detached from the connector event on (B)(6) 2023. The infusion set had been in use for four and a half hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Based on the review completed on 25-feb-2026 and investigation completed on 13-mar-2026 this medical device report (MDR) is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples were visually inspected and tested for click. All test results were within specifications. The batch record 5407738 was verified and it was found within specifications. This investigation has been updated because the malfunction code changed from, which requires additional activities not included in the original investigation dated 07/nov/2023. The original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 13/mar/2026 against lot number 5407738 and similar malfunction codes: leak between tubing and site connector - detachment / significant wetness, leakage from connection between the tubing connector and the infusion set (cannula part/base piece), tubing detached from tubing-tubing connector, tubing connector is cracked, split, deformed, leakage may occur. The review confirmed that lot 5407738 and the identified failure mode are not associated with any non conformance report (ncrs) or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 13/mar/2026 against "lot number" criteria equal "5407738" and similar malfunction codes: leak between tubing and site connector - detachment / significant wetness, leakage from connection between the tubing connector and the infusion set (cannula part/base piece), tubing detached from tubing-tubing connector, tubing connector is cracked, split, deformed, leakage may occur. The number of complaints is 1. The complaint number is complaint (B)(4). DHR review: the lot 5407738 was manufactured according to work instruction (wi) version 88.0 and manufactured in the m10, on 30/dec/2022 with a total of (B)(4) units. The sub-assembly: welding. Lot 5412239 was manufactured according to the wi version 28 and manufactured in the machine ls06, ls07, ls11, on 26/dec/2022, with a total of (B)(4) units. Lot 5385146 was manufactured according to the wi version 28 and manufactured in the machine ls24 and ls25, on 21/jan/2023, with a total of (B)(4) units. Lot 5385145 was manufactured according to the wi version 28 and manufactured in the machine ls06, ls07 and ls11, on 22/dec/2022, with a total of (B)(4) units. The sub-assembly: gluing of tubing. Lot 5409416 was manufactured according to the wi version 54 and manufactured in the machine sc05 and sc06, on 22/dec/2022, with a total of (B)(4) units. The sub-assembly: gluing of connector. Lot 5407909 was manufactured according to the wi version 34 and manufactured in the machine mp03, on 23/dec/2022, with a total of (B)(4) units. Lot 5407910 was manufactured according to the wi version 34 and manufactured in the machine mp03, on 26/dec/2022, with a total of (B)(4) units. Lot 5385094 was manufactured according to the wi version 34 and manufactured in the machine mp03, on 22/dec/2022, with a total of (B)(4) units. The DHR was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi-001031 (monthly trips and alerts). Complaint unconfirmed: following investigation the reported failure could not be confirmed for this complaint.